Event description:
It was reported that the pt experienced a sizzling noise at the beginning of august. From then on he was no longer able to hear with his device. Testing was carried out twice which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.